Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 502 mg/dl, 114 mg/dl, 310 mg/dl, and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the femoral, tibial, and patellar components at the cement/implant interface (competitor's cement was used in the primary surgery).